Event description:
It was reported, "failure of the 40f x3 trident liner to lock into a 56f trident psl acetabular cup during a total hip replacement. The cup had been implanted, and after using the appropriate trial liner to do a trial reduction, the trials were removed, osteophytes and soft tissue was removed from around the cup, a dome plug was seated into the dome hole of the cup. The 40f liner was then attempted to be inserted into the cup, lining up the barbs on the cup with the locking grooves on the liner, it was impacted with a 40mm impactor ball and failed to lock in. Another attempt to lock the liner was made and it again failed to lock in." "More soft tissue was removed from around the cup, although there was no direct soft tissue infringement of the liner into the cup, and the liner was impacted into the cup again, but failed to lock in. This was repeated several times, over 15 minutes before abandoning the 40f liner for a 36f 10deg x3 liner, which locked into the cup on the first attempt."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.